Event description:
It was reported that when the nurse spiked the secondary antibiotic bag and hung it on the IV pole, a leak was noted. Upon closer examination the secondary set was found to be disconnected from the bottom of the chamber. The nurse was unsure if this was the cause of previous air in line alarms earlier that day, and possibly the cause of air in line alarms that have increased over the past several months as well. The customer confirmed that there was no patient harm.

Manufacturer narrative:
The customer¿s report that the secondary set was disconnected from the bottom of the chamber was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection of the engagement under magnification revealed insufficient solvent at the end of the tubing. No other anomalies were observed. Functional testing could not be performed on the set due to a leak that would occur from the separation. The internal tubing diameter was measured and found to be within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the tubing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however decline to answer.

Event description:
It was reported that the rn spike the secondary antibiotic bag. After set up the nurse went hang the bag on the IV pole when a leak was noted. Upon closer examination the secondary set was found to be disconnected from the bottom of the chamber. The rn stated unsure if this was the cause of previous air in line alarms on the pump that day (and possibly the cause of air in line alarms that have increased over the past several months as well). The customer confirmed that there was no patient harm.